Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not rotate smoothly was not confirmed. Therefore, an assignable root cause was for the reported condition of moving parts did not move smoothly was not determined. However, during evaluation, it was determined that the device exhibited vibration. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device produced excessive noise, exhibited vibration, had an illegible labeling etch, cord damage and component damage. It was further determined that the device failed pretest for visual assessment and noise assessment. It was noted in the service order that the device did not rotate smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.